Manufacturer narrative:
Section d9: device available for evaluation: yes date returned to manufacturer: 25 aug 2021 section h3: device evalusted by manufacturer: yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that there was no discrepancy found during the review. The product was manufactured and released according to specifications. A search revealed that a complaint was found as part of this complaint and is coded for ¿shipping damage¿ which is not related to the codes used in this investigation. Furthermore, a picture of the product was evaluated and this complaint was confirmed, however based on the manufacturing evaluation and distribution center investigation it cannot confirmed to be related to manufacturing and shipping process; therefore, no escalations are required. Then another complaint was found as part of this production order and is coded for ¿shipping damage¿ which is not related to the codes used in this investigation. Furthermore, a picture of the product was evaluated, and this complaint was confirmed, however based on the manufacturing evaluation and distribution center investigation it cannot confirmed to be related to manufacturing and shipping process; therefore, no escalations are required conclusion: based on the information obtained, product malfunction and product deficiency cannot be confirmed. No further investigation is required all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
Age, weight and ethnicity: information was not provided due to local personal data policy. Initial reporter telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as account could not provide if lens was available; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain additional information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a postoperative exam, after the intraocular lens (iol) model icb00 was implanted for 3 weeks, patient¿s distance visual acuity (va) was 0.3 and noted as being bad. Patient's va was 0.5 prior to iol implantation, no eye problem was observed. The doctor performed an explant during which the iol was exchanged. No further information was provided.